Event description:
A customer reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Customer support instructed the customer on how to properly press the button and confirmed that while the screen did turn on, the button remained difficult to use. Consequently, technical support decided to replace the pump. Although the pump was out of warranty, the customer was advised to send the problematic pump back using a pre-paid label within ten days, and they acknowledged understanding.